Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level was 50 mg/dl, 40 mg/dl and 30 mg/dl. Customer¿s current blood glucose level was 280 mg/dl. The customer did not provide details on symptoms related to the low blood glucose level. However, customer was treated with glucagon shot, glucose tablets and juice. Customer¿s mother stated that he bit his tongue and he had a seizure. Customer troubleshoot was performed for low blood glucose level. The insulin pump will not be returned for analysis.